Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) in cardiac arrest, the device successfully delivered a shock at 120 joules. However, while attempting to deliver a second shock at 200 joules, the device would not allow discharge and displayed an unk error message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.